Event description:
The manufacturer received information alleging that when user powered up the system, they observed a ventilator service required message. There was no harm or injury reported. The device was not in patient use. Review of the error log found an error code related to the internal battery. Err_perm_fail_int_li_ion means the internal li-ion battery had a permanent failure. The internal battery is the final power source and failure of internal battery may impact therapy. Replacement of the internal battery has been recommended. The device has not yet been returned to the manufacturer for repair. If any additional information is received, a follow-up report will be filed.